Manufacturer narrative:
Intuitive surgical inc., (isi) has received and evaluated the instrument. Failure analysis found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument wire near the tip broke. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.